Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle of the speedband device was broken and could not be turned. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle of the speedband device was broken and could not be turned. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the ligator head found one band to have been deployed and not returned. The remaining bands were in place and without issue. It was noticed that the suture was broken and approximately 15cm was attached to the trip wire loop. The suture was most likely broken by the user while removing the system from the scope. An examination of the handle assembly found the trip wire was wrapped one revolution around the spool and caught between the spool and the handle assembly bracket. The proximal loop of the trip wire was retracted into the handle. The trip wire was not secured in the handle assembly slot and the handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured and the trip wire was caught in the handle during the procedure which then impacted the functionality of the handle assembly. Therefore, a review and analysis of all available information indicated that the most probable root cause is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Manufacturer narrative:
Reported event of handle broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.